Event description:
It was reported that during a procedure to replace the pulse generator cautery was used near the pocket and the device lost pacing capability. The device was explanted and replaced due to normal elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed normal battery depletion.